Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient had an oozing substance from the pocket. No adverse patient effects were reported. The rv lead was explanted.